Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the close door messages. However, review of the device history log found "door jammed" messages which correspond with the reported symptom. The evaluation found force required to secure door with a loaded IV set is above expected levels due to cracked and raised threaded insert bosses causing separation between the front case and mech assembly. The front case assembly was replaced.

Event description:
It was reported that a device alarmed for close door messages. There was no patient incident.